Manufacturer narrative:
D3. Mfg establishment name: corrected. D9, date returned to MFR: 2/11/2026. H3 and h6 codes, updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. The customer reported issue was confirmed. The probable root cause was identified as faulty latch/lock mech. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Device is end of service, hence no repairs performed.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. E1: phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an event of a cassette not being securely attached. There has been no report of patient involvement.